Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and an healthcare professional (hcp) regarding a patient who was receiving fentanyl, clonidine, and bupivacaine at unknown doses and concentrations via an implantable pump for non-malignant pain and postlaminectomy pain. It was reported that the patient had missed every refill for the "past three years, probably." The office would have to call and send letters to the patient every time to get her to come in. She was educated every time about the risks of late refills and the patient remained noncompliant. It was specified that the patient's pump had never run empty during these three years. The patient had always received a refill before the empty reservoir alarm sounded. No further issues were reported or anticipated.